Event description:
It was reported that the customer experienced high and low blood glucose levels and that the o-ring in the reservoir came out. The blood glucose reading was 54 mg/dl. The customer stated that she did not have time to troubleshoot for the issue. She reported that she had high blood glucose, and when she changed her infusion site, she reported that her blood glucose levels dropped. Customer was in a hurry; advised customer to call back to troubleshoot for possible damage to the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.